Manufacturer narrative:
H4 - device MFR date and d4 - lot # was unknown the device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a micro clave clear neutral connector. It was reported that during heal check at shift handover, patients PICC line was found to be disconnected at the first cap. Line was unclamped with blood fully backed up and open to the bed, with blood and ivf pooled around the line. Line was clamped immediately and nicu fellow, resident, PICC nurse all notified. All agreed to remove PICC line to reduce further risk of clot & infection and insert piv. Main concern here is disconnection of the PICC line from the mc100 connector. Although there was patient involvement, patient harm was not reported.